Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, right ventricular lead exhibited multiple noise episodes. The issue was reproducible. As a result, surgical intervention was undertaken during which another right ventricular lead was replaced and capped. Post procedure, no patient¿s symptoms reported.